Event description:
It was reported that the non-dependent patient developed a pocket infection. The system was explanted. The patient's condition was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomaly was found.